Manufacturer narrative:
Previously reported: the manufacturer received information alleging a trilogy 100 ventilator failed pvt at the hospital biomed work bench. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. New information: the ventilator was returned to the manufacturer for evaluation, and it was confirmed that the pressure relief valve test failed due to the customers use of an obsolete testing software on the foamless trilogy 100.

Event description:
The manufacturer received information alleging a trilogy 100 ventilator failed pvt at the hospital biomed work bench. There was no harm or injury reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.